Event description:
It was reported that a pt developed a pseudoaneurysm 3 days after an angio-seal was placed. The pseudoaneurysm was treated with fibrillin.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedure. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.